Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 4; cat # 5521-b-400; lot # rzl4sb. Tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 1185542d. Triathlon p/a cr beaded #5r; cat # 5517f502; lot # rax7h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: revision due to infection. Femur, tibial insert & baseplate with stem removed, wash out, and new implants put in.